Manufacturer narrative:
This report si being filed to provide additional information.

Manufacturer narrative:
Investigation: the distributor provided a copy of the delivery slip form to aid in the investigation. The form confirmed the expiration date on the label is 2017-09, lot 09z9901. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. Based on the information listed on the shipping slip, use of expired product was confirmed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: root cause was determined to be due to a user error, where an expired kit was inadvertently used by the customer. Correction: the distributor representatives and distributor principal were retrained on proper handling of kits and how to avoid and handle expired products.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information for supplement 2.

Event description:
It could not be confirmed if medical intervention was required for this event. There was no adverse event reported for this use error.

Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 09/01/2017. The procedure was performed on (B)(6) 2017. It is unknown at this time if medical intervention was required for this event. The customer declined to provide patient weight. The bmac disposables set is not available for return because it was discarded by the customer.